Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. The event can be prevented by following the instructions for use (IFU) which state: warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section.patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had bending manipulation and insertion tube defects. The device was returned to olympus for a device evaluation and the customers allegation was not confirmed, however the evaluation did find that there was a gap of adhesive on the distal end / stain entered inside the lens through the gap, and there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: due to deformation of ultrasonic connector, water tightness was lost, due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements, adhesive around objective lens had a crack, adhesive on bending section cover rubber was detached, due to wear of angle wire, and bending angle in up direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.